Event description:
A site in (B)(6) reported that the laser system was double firing. There were no reported injuries.

Manufacturer narrative:
The product was installed at the user site on 07/01/2009. There have been no clinical complaints from the user site or regarding this specific serial number since that date. The product service history was reviewed with no issues found. The field service engineer (fse) for candela's distributor in oman evaluated the system and noted that the footswitch was stuck and that the footswitch cable was loosened. The fse repaired the footswitch and the laser system is now operating within candela's specification.